Manufacturer narrative:
H6 impact code insufficient information - the device was returned with no allegation. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached. The device also presented a weak transducer, which suggests that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. Failures related to weak transducer are traced to design characteristics of the device.

Event description:
Reportable based on device analysis completed on 17-nov-2023. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the imaging window was detached.